Event description:
The customer reported that an 840 ventilator was inoperable while in use on a pt. According to the customer, the pt became agitated and struggling/fighting the ventilator. The respiratory therapist was at bedside because of the pt's movement and agitation when the ventilator made a different alarm noise than was usual. The pt did not have any adverse effects from the situation and continued to be ventilated properly via ambu bag until placed on the replacement ventilator. Covidien technical support engineer (tse) troubleshoot this issue with the customer over the phone. Tse recommended running the est test and to replace keyboard if necessary. Covidien not authorized to evaluate the device.